Event description:
It was reported that fluid flowed out of a minicap extended life pd transfer set with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The device was in use for one (1) week. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occlude leg to the main body beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.